Event description:
Healthcare professional reported "lots of infection of left side" noted at explant. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), g1, h6.

Event description:
Healthcare professional reported "contracture." Healthcare professional later reported left side "capsular contraction baker grade IV". Healthcare professional reported "lots of infection of left side" noted at explant. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ infection (unknown onset): unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ brown particles on the shell are observed. ¿ an opening on anterior side assessed as surgical damage. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contraction baker grade IV."

Event description:
Healthcare professional reported "contracture." Healthcare professional later reported left side "capsular contraction baker grade IV". Device remains implanted.